Event description:
It was reported that two days after implant of the subcutaneous implantable cardioverter defibrillator (s-ICD) system, oversensing of p-waves was observed on the secondary and alternate vectors. It was stated that defibrillation threshold (dft) testing had not been done and the 10 joule shock impedance was 55 ohms. Technical services (ts) reviewed the chest x-ray(s) from implant and the captured subcutaneous electrograms (secgs) and confirmed that prominent p-waves were observed on all vectors; however, they were not being sensed on the primary vector. It was noted that the lead was implanted very high on the fascia with the sense b electrode appearing to be near the atrium. Ts recommended lead revision. At a minimum, dft testing was recommended if a non-invasive approach was desired. It was also observed that the s-ICD device was implanted on the patient's right side due to large r-waves with left sternal placement at screening. The lead remains in service and no adverse patient effects were reported. It was additionally reported that the patient had a follow-up appointment that they did not show up for. Rescheduling was planned. Additional information received indicated that the patient received two shocks from the s-ICD on (B)(6) 2025. The first shock was appropriate; however, it did not convert the patient's ventricular tachycardia (vt) and the vt then self-terminated. A second shock was then delivered due to oversensing of p-waves and noise. The patient experienced symptoms post-shock (not specified). No programming changes had been previously made due to the patient not showing up for follow-up. The patient then presented to the hospital on (B)(6) 2025. Recommendations for system revision were reviewed with technical services. The s-ICD system remains in service at this time. It was additionally reported that x-ray imaging confirmed lead dislodgement, and the patient underwent lead revision on (B)(6) 2025. Upon opening the patient, it was observed that the xyphoid suture sleeve did not have any sutures attached and it was free-moving. It was suspected that absorbable sutures had possibly been used at implant. The lead was moved to a more distal position on the sternum and secured to the fascia at the sense a electrode and xyphoid with non-absorbable sutures. Dft testing was completed, and an 80 joule reversed-polarity shock was successful. The patient had a low ejection fraction of 11% so one maximum shock had been delivered. It was noted that since implant the patient had missed multiple appointments that had been scheduled for lead evaluation and was not seen by the physician until after the recent inappropriate shock (small r-wave amplitude noted). The patient was reported to have fully recovered following the lead revision.

Event description:
It was reported that two days after implant of the subcutaneous implantable cardioverter defibrillator (s-ICD) system, oversensing of p-waves was observed on the secondary and alternate vectors. It was stated that defibrillation threshold (dft) testing had not been done and the 10 joule shock impedance was 55 ohms. Technical services (ts) reviewed the chest x-ray(s) from implant and the captured subcutaneous electrograms (secgs) and confirmed that prominent p-waves were observed on all vectors; however, they were not being sensed on the primary vector. It was noted that the lead was implanted very high on the fascia with the sense b electrode appearing to be near the atrium. Ts recommended lead revision. At a minimum, dft testing was recommended if a non-invasive approach was desired. It was also observed that the s-ICD device was implanted on the patient's right side due to large r-waves with left sternal placement at screening. The lead remains in service and no adverse patient effects were reported. It was additionally reported that the patient had a follow-up appointment that they did not show up for. Rescheduling was planned. Additional information received indicated that the patient received two shocks from the s-ICD on (B)(6) 2025. The first shock was appropriate; however, it did not convert the patient's ventricular tachycardia (vt) and the vt then self-terminated. A second shock was then delivered due to oversensing of p-waves and noise. The patient experienced symptoms post-shock (not specified). No programming changes had been previously made due to the patient not showing up for follow-up. The patient then presented to the hospital on (B)(6) 2025. Recommendations for system revision were reviewed with technical services. The s-ICD system remains in service at this time.